Event description:
Procedure type: prostatectomy. According to the reporter: used for lap. Prostatectomy. Sound of air leaking was heard and the balloon was not inflated. The surgeon removed the device from the cavity and re-inserted, but still the balloon was not inflated. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).